Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the low anterior resection procedure, the surgeon clamped the tissue and tried to fire, however the status indicators were illuminated blue and could not fire the device. Replaced by a new device and the procedure was completed with no problem. The nurse and the sales rep checked the device in question at the unclean field. The first trial firing was successful, however at the second firing, the adapter indicator was flashed and the status indicators were illuminated blue. The device was purchased on (B)(6) and used only a few times. No harm was caused to the patient.